Event description:
Philips received a complaint by the customer on the v60 indicating that the o2 manifold was leaking when they attached the o2. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the o2 manifold was leaking once they attached the o2. The customer requested the parts ID for a replacement o2 manifold. The rse provided the customer with the parts ID for the o2 manifold for the customer to order and replace. The customer replaced the o2 manifold to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.